Event description:
The patient presented to the physician with swelling from a hematoma in the neck two weeks post implant surgery. The physician drained 4-5 cc of fluid from the hematoma. The issue was resolved and the patient was activated on (B)(6) 2020.